Event description:
Pt reports use of renu with moistureloc multi-purpose solution. Event started with eye irritation progressing to light sensitivity while pt was out of town. Pt was seen in the emergency room and placed on trifluridine. Pt was referred to a physician who cultured her eye and diagnosed "atypical keratitis os with daily wear soft contact lens use (fungal keratitis by culture)" and mild cataract ou. Subsequent to positive culture, pt sought care by a specialist who placed her on natamycin 5%, isopto hyoscine, vigamox, and tobramycin. Once home, subsequent follow up physician reports: left eye looks quiet; corneal epithelium takes no stain; surface is smooth and ulcer appears to be healing in; continue on natacyn.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.